Event description:
Same case as MDR ID # 2134265-2014-08328. Reportable based on analysis completed on 17-dec-2014. It was reported that crossing difficulties and hub damage occurred. Vascular access was obtained via the right femoral artery. The 30mm in length target lesion was located in the moderately calcified and moderately tortuous and 3mm in diameter left anterior descending (lad) artery. The lesion contained a <=45 degrees bend. The lesion was predilated using balloons up to 2.5x10mm. A 3.00x32mm promus element ¿ stent delivery system (sds) was selected; however the device was unable to cross the lesion and it was noted that the hub of the sds was broken. This was exchanged with another 3.00x38mm promus element ¿ long sds ; however, the device still failed to cross the lesion and the hub was also broken. The procedure was completed with a 3.0x38mm non-bsc stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube break and stent damage.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The stent delivery system (sds) was returned for analysis. A visual and tactile examination found multiple kinking on the hypotube shaft and the shaft itself was broken at the point of a severe kink. The hypotube broke 225mm distal from the strain relief. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the crimped stent found the mid-section of the crimped stent was damaged with a stent strut lifted upwards from the stent profile. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).